Event description:
The customer reported to olympus, the gastrointestinal videoscope lens had fogging. The event occurred during an unspecified diagnostic procedure. The procedure was completed using the same device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter exiting the tip. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of cloudiness was confirmed. There was a dark shadow in the lower left corner that was unrestorable. It was confirmed it was caused by foreign matter adhering to the lens surface. Foreign substances are believed to be a chemical-derived silicic acids, antifoams, proteins, etc. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to correct the aware date in g3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material at the distal tip/nozzle was found to likely be a chemical-derived silicic acids, antifoams, proteins, etc. But otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and the facility reprocessing was reported to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.